Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was determined to be due to disease progression. (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that the patient underwent total knee arthroplasty on (B)(6) 2011. The patient was revised on (B)(6) 2013 due to loosening where the tibial baseplate was removed and replaced. Subsequently, the patient was revised again on (B)(6) 2015 due to disease progression. All components were removed and replaced.